Event description:
Revision surgery - due to subsidence

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-00269; 353-01-109, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.